Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced adhesions, seroma, recurrence, subcutaneous fluid-filled mass, mesh bowed in the midline, and migration. Post-operative patient treatment included revision surgery, lysis of adhesions, excision of seroma, and hernia repair with new mesh.